Event description:
The customer contact reported "the alarms are not working." Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was received. Investigation is not complete.